Event description:
It was reported that during the implant procedure, there was friction in the connector of the device. The competitor lead was unable to be deeply inserted. The device was not implant and a second device was attempted. The second device was also unable to make the connection. The competitor lead was replaced and the procedure ended successfully. The second device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).